Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck is 24 mm in diameter and 27 mm distally with mild neck angulation, thrombosis and calcification. It was reported the patient was in for a routine follow up. The cta showed that the stent graft migrated with a proximal type I endoleak. The aneurysm is currently 76 mm in diameter. The physician stated the cause of the event is unknown. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of cta¿s from 5 years post-implant confirmed that the talent bifurcate has fallen into the aaa sac. The bifurcate is approximately 5cm below the renal arteries; the proximal stent graft od is 33mm. The aortic neck flow lumen diameter just below the left renal measured 19 x 24mm, and 15mm distal to the renal artery is 35 x 40mm. The infrarenal neck is angulated approximately 90 degree a-p to the iliac limbs. The max diameter aaa is 7cm and there is a proximal type I endoleak. The right kidney has atrophied. The ipsilateral limb is positioned into the right common iliac artery, and the contra limb is within the left common iliac. Both limbs are patent. No other stent graft issues were observed. The cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the images provided. Films prior to implant and earlier post-implant images were not available for review, and the position of the bifurcate at implant is unknown. It is possible that the migration was caused by disease progression; neck dilatation and angulated neck.

Event description:
Additional information received for this case. The physician stated that the cause of initial endoleak was due to infrarenal neck dilatation and disease progression. The physician elected to implant an endurant 32x16x166 bifurcated graft and endurant 16x16x156 limb to treat the migration and proximal type I endoleak. It was reported that the physician inadvertently implanted an endurant 32x16x166 stent graft lower then intended which did not resolve the proximal type I endoleak. An endurant 36 aortic cuff was implanted proximal to the endurant 32x16x156 and the type I endoleak was resolved.